Event description:
It was reported to philips that the control module geometry was not working. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During the investigation it was found that the system was in clinical use at the time of the reported event. The customer was performing a neurovascular procedure. It remains unknown how the procedure was completed but it was indicated that there was no impact on the patient or user. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse found the housing of the geometry module to be defective and replaced the part. After the replacement the system has been returned to use in good working order. The log file was not available. Therefore, the log file analysis could not be performed. No further failure details were available with regards to the defective part.